Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The hls set was direclty involved in the incident, which occurred during patient treatment. It was reported, that the oxygenator was leaking from the back side. Maquet cardiopulmonary requested, the product in question for further investigation in the laboratory of the manufacturer on 2020-07-29. The product in question was investigated in the laboratory under investigation# (B)(4) on (B)(6) 2020 with the following results: an hls module advanced 7.0 was returned with connected tubes. The sample was contaminated. Hoses were visually documented, removed and disposed. During the visual inspection a long crack was found on the pump housing. Module were cleaned with sodium hypochlorite. Leak test was performed as per leak test lv201. A strong leakage, due to the long crack on the pump housing can be confirmed. No further damage or other abnormalities could be detected. Thus the reported failure could be confirmed. Conclusion according to medical review: it is evident, from the photographs provided by the customer, that the continuity of the hls set advanced was compromised. Blood can be noted, on the housing of both the cardioseal console while the hls set advanced is seated within the device. Dried blood was observed, in the pump drive of the console upon its removal. As understood, no alarms were generated that arose from the fracture/crack of the hls set advanced, signaling the nonconformance. Additionally, no harm to the patient secondary to the device was reported. A fracture/crack of the hls set itself, which contributed to the leak experienced by the customer was confirmed by internal investigation. However, the cause of the fracture/crack cannot be determined. Device history record(DHR)review result: affected product: basic lot 70138138. And packaging lot 70136853. (Serial number (B)(4)). The avz from (B)(4) to (B)(4), (dms# (B)(4)) was reviewed on 2020-10-15. There were no references found, which are indicating a nonconformance of the product in question. The device was directly involved in the reported failure. The occurrence rate was calculated for the reported issue. And it was determined, that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently, being monitored as part of maquet cardiopulmonary¿s trending program. And additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The customer reports that there was a "leak" from the back of the oxygenator. This was while in use. Support was initiated on (B)(6) 2020 @ 13:26. This was disposable that had been pre-primed prior to use. On (B)(6) 2020 @ 07:20 am, a leak was noticed coming from the back of the oxygenator. The circuit was not changed out at that time and the decision was made to continue support. The patient was terminally weaned from support late on (B)(6) 2020. Customer verbalizes that the death was not related to the disposable. Complaint ID: (B)(4).